Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a dermik medical advisor and forwarded by our local affiliate (B)(4). Initial and follow-up information received on 27-apr and 28-apr-09 respectively were processed together. This case involves a (B)(6) female patient who received three treatments of poly-l-lactic (sculptra) therapy between (B)(6) 2007 and (B)(6) 2008. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed hardly visible little nodules in the perioral area and a little patch between the nose and cheek. As corrective treatment (not started at the time of reporting), the physician was going to inject with triamcinolone in some mandibular nodules and prescribed corticoid therapy (nos). At the time of this report, the event remain ongoing. (B)(4). Reporter's causality assessment: possible.